Event description:
The facility rep reported an infusion pump with a channel select button for channel b that is not working during biomed testing. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval, or if any add'l info becomes available.